Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer stated he is unable to exit the preparing to prime loop. Customer stated that the insulin pump slipped off the side table at hotel but it hit the carpet. The drive support cap is normal. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform displacement test and verify the compromised force sensor system error alarm due to motor error alarm. Device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.